Event description:
The customer reported to olympus, the evis exera iii video system center displayed no image on the monitor. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported the video system center had no image. The customer was advised by tac to check the cabling with the cv-190 going to the gmed monitor, but the customer was not able to proceed due to a patient coming in. The issue was not resolved, and the device is not expected to be returned. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.